Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the fifth complaint for the finished goods lot; however, this is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected. Surgical residue was observed in the probe aspiration line, the drain bag, and the cassette. The drain bag was cut. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. Pressure leak integrity test was performed on the returned sample and functioned within specification. A calibrated console representing the current software version was used to test the sample. The probe failed to prime, and generated a system message code. Surgical residue from the probe aspiration line was purged and the sample was tested again, same failure occurred. The aspiration line was removed from the probe engine for testing and the sample could prime, tune, and pass intraocular pressure calibrated successfully. No air leak was detected from the infusion air line during priming process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. The sample met specifications. Fluid flowed from the bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications as no leakage was observed from the cassette, manifolds or drain bag. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the cassette leaked during a procedure. The product was replaced and procedure completed with no patient harm. A sample has been shipped to manufacturing site.